Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no medication orders were visible under patient profile. A technical support specialist remoted into the station and logged into patient encounter system (pes) to verify patient details, but no orders were present. A database query was run and confirmed that no orders existed. Connected to the interface and logged into carefusion coordination engine (cce) and the queue manager was empty. Verified transmission control protocol (tcp) communications and confirmed feeds were connected with the correct remote internet protocol (ip) details. Reviewed message tracing using the filter orders altera enterprise server (es) and confirmed that order messages were current. Restarted the carefusion coordination engine (cce) service and informed the customer that it appeared the pyxis interface had not received the order from altera. The customer was advised to contact the altera support team and request that the orders for this patient be resent. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication orders were not visible under patient profile. Orders were active in the emr but were not visible in the es server or pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.